Event description:
It was reported that the ultrasonic core broke. An ekosonic kit 135cm 50cm tz was selected for use to treat deep vein thrombosis (dvt). The ekos infusion catheter was advanced into place without any issues. The ultrasonic inner core was advanced into the infusion catheter, however, it would only advance approximately two thirds of the way into the catheter. It was removed and flushed. A standard .035 guidewire was advanced to check for any obstructions; none were found. Fluoroscopy showed no signs of any kinks in the catheter. The ultrasonic inner core was advanced again, and became stuck. When it was attempted to be removed, it broke inside the catheter. The entire catheter including the broken component were successfully removed. Another catheter was selected for use to complete the procedure. There were no patient complications.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) med center. Device eval by MFR: the ultrasonic core and the infusion catheter were returned for investigation. The device was inspected for any damage or irregularities. The infusion catheter had kinks 4mm, 60.3 cm, 62.3 cm and 121.2 cm from the strain relief. The od (outer diameter) ring gage test of the infusion catheter failed 62.3 cm from the distal end of the strain relief due to the kink in the catheter. Accordion damage (severe multiple kinks) was found under the strain relief. The usc was returned in 2 pieces with 1 piece still stuck in the ic. The available section of the usc measured 90.0 cm from the luer barb to the separation. Kinking was noted along the entire body of the usc. The additional section of the usc was noted still in the ic and measured 50 cm from the strain relief of the ic. The complaint of a break was confirmed.

Event description:
It was reported that the ultrasonic core broke. An ekosonic kit 135cm 50cm tz was selected for use to treat deep vein thrombosis (dvt). The ekos infusion catheter was advanced into place without any issues. The ultrasonic inner core was advanced into the infusion catheter, however, it would only advance approximately two thirds of the way into the catheter. It was removed and flushed. A standard .035 guidewire was advanced to check for any obstructions; none were found. Fluoroscopy showed no signs of any kinks in the catheter. The ultrasonic inner core was advanced again, and became stuck. When it was attempted to be removed, it broke inside the catheter. The entire catheter including the broken component were successfully removed. Another catheter was selected for use to complete the procedure. There were no patient complications.